Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked extending from the case seal, through the grip pad, to the battery cap. Evidence of moisture damage was observed inside the battery compartment. During testing, the pump powered on and the display was dim and discolored. A test display was inserted and found to function properly. A leak test was performed and a battery compartment leak was found. The complaint of the blank display was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that, after swimming at the beach, the pump stopped working and that there was corrosion in the battery compartment. It was noted that the pump¿s audio tones and vibrations were functional after inserting a new battery, but the display screen was black. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.